Event description:
It was reported that when a pacemaker dependent patient was presented for device change-out, fluoroscopy revealed externalized conductors. Lead was capped and replaced. Patient condition was good after the event.